Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms with a recent measurement of 126 ohms. Shock impedance trends showed a gradual rise in measurements. Technical services (ts) discussed troubleshooting options and programming considerations, including increasing the shock impedance alert value to 150 ohms. This rv lead was programmed to maximum energy shocks and reverse polarity, but would need to be programmed to initial polarity for continued monitoring. This rv lead remains in service. No adverse patient effects were reported.